Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera focus was adjusted and the power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 6800 system had poor image quality. No pt injury was reported.